Event description:
It was reported that during the lead implant procedure the helix mechanism failed to deploy the helix, after the initial placement and several repositioning attempts. The lead also showed a high impedance of 2100 ohms or greater, through the analyzer. It was reported the physician might have overtorqued the helix. The lead was not implanted. No patient complications have been reported as a result of this event.

Event description:
It was reported that during the lead replacement procedure the helix mechanism failed to deploy the helix after the initial placement and several repositioning attempts. The lead also showed a high impedance of 2100 ohms or greater through the analyzer. It was reported the physician might have overtorqued the helix. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the helix disengaged from the helical channel. It was noted that the helix had been over-retracted. It was also noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix/lobe mechanism (sleeve head) and there was blood in/on the helix/lobe mechanism.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.